Manufacturer narrative:
(B)(4). The device was serviced by a service technician. This is an ancillary service event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The device was visually inspected, functionally tested and an alarm log review was performed. The swollen battery was identified during visual inspection. The cause of the condition was not determined. No repairs were performed; the device was removed from service. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a swollen battery. No additional information is available.